Event description:
It was reported to the manufacturer that the pt was not perceiving normal or magnet mode stimulation. There was no report of trauma or any other believed cause for the not sensing stimulation. Good faith attempts are being made to obtain programming / diagnostic history, plan of care, and relationship of the pt's stimulation not perceived to vns.